Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Ventilation was ongoing with test lung for more than 72 hours. All parameters were normal and consistent including flow and o2 concentration, which was consistently kept at the set value of 40%. No parts were replaced. The ventilator was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, ventilation was started on the reported event date (B)(6) 2021 at 13:13 with a set o2 concentration of 40%. The event log contains an alarm for low o2 concentration later on the reported event date: on (B)(6) 2021, 00:13:19 alarm: o2 concentration low. On (B)(6) 2021, 00:14:06 functions alarms silenced. The alarm was silenced indicating that the ventilator was under surveillance by an operator. The alarm is generated when the o2 concentration becomes lower than the lower alarm limit, which is set value -5 vol%. According to the test log, successful pre-use check was performed prior ventilation was started: on (B)(6) 2021, 12:21:31 [main_sfin] pre-use check passed. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the reported alarm for low o2 concentration may be attributed to insufficient wall gas supply system for a short period.

Event description:
Manufacturer's ref.#:(B)(4).